Event description:
The customer stated that she tested her blood glucose using her breeze meter and received a reading of "lo." She then retested using her freestyle meter and received a reading of 150 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for evaluation and replacement product will be sent.